Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated, initial reporter phone number: (B)(6).

Event description:
Related manufacturer report number: (B)(4). It was reported that the patient's lead had high impedance and they were experiencing shocks from the ipg site. It was noted that the shocks would resolve when the system was turned off. As a result, the patient underwent surgical intervention during which the ipg and lead were explanted and replaced with no complications. The patient was recovering well post-operatively.